Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ other urinary diversion surgical procedure, the customer discovered the wire on the vessel sealer extend (vse) instrument was broken. The customer replaced the vse instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive has received the vessel sealer extend (vse) instrument associated with this complaint and completed device evaluation. Failure analysis investigations confirmed the customer reported complaint of "wire broken". For clarification, the instrument was found to have a broken conductor wire at the wrist. Failure analysis found the primary failure of a broken conductor wire to be related to the customer reported complaint. The instrument failed the electrical continuity test. No signs of thermal damage was observed. The root cause of broken conductor wire is attributed to mishandling. No functional test for energy activation was performed due to the wire breakage. Additional observation: the instrument was found with damaged insulation to the broken conductor wire. Insulation appeared to have split or cracked, exposing the bare wire. Insulation damage was observed to be near the breakage of the conductor wire. No material appeared to be missing. Failure analysis found the additional failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause is attributed to mishandling.